Event description:
The lay user/pt contacted lfs alleging inaccurate high readings on the pt's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned that on (B) (6), 2010 at 6:45pm, the pt obtained a 129 mg/dl and at an unspecified time later obtained 169 mg/dl. The pt was comparing meter readings to feelings. At 7:45pm on (B) (6), 2010, the pt had the shakes and cold fingers. The pt was not tested on another device and did not seek any medical attention. The pt then self-treated with insulin. A quality control test was not done since the pt did not have any control solution. The product was replaced. No further clinical info was provided. It would have been helpful to know why the pt treated herself with insulin, when she was exhibiting symptoms of feeling shaky. It would have also been helpful to know how long symptoms lasted. The complaint is being reported since the pt alleged that due to the elevated readings, she ended up developing a symptom of feeling shaky, which is suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.